Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had hardware failures. A field service engineer (fse) verified that the hard drive was not full, then removed the back panel on both the main and auxiliary units to inspect the bus cable. All drawers in the main and auxiliary units, along with the remote manager, were tested using the hardware test application. Upon checking the event logs, the fse found numerous errors, including several related to the database. The fse then contacted a technical support specialist (tss) and requested to review the event logs and interpret the database related errors. Good faith attempts were made to get the additional information regarding whether the database errors resolved or not. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was experiencing a hardware failure that causes intermittent reboots. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was experiencing a hardware failure that causes intermittent reboots. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.